Manufacturer narrative:
Pc (B)(4). Date sent: 9/23/2020 as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Obesity what was the patient bmi? I don't know what color / product code of cartridges were used throughout creation of sleeve? 2 units gst60t (black), 3 units gst60d (gold) - the surgeon after some serious problems with the green gst load solved no more use of this load. Was buttressing material used? No does the surgeon routinely wait 15 seconds prior to firing? Yes does the surgeon pulse fire or use one continuous firing stroke? I don't know does the patient have known coagulation disorder? I don't know what is the preoperative anticoagulation regimen? I don't know were any staple formation issues noted? At the time an excessive bleeding was observed throughout the clamp line, the surgery oversewed and drain placed. The patient has prolonged hospitalization because of this bleeding because it was in observation, and had the drain. (Status of 8/31). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, there was severe bleeding in the staple line, a lot more than normal, making him to re make the suture of the sleeve's extension and put drain at the end of the surgery. The patient had prolonged hospitalization because of this bleeding and was dischrged with the drain, on the 21/08.